Manufacturer narrative:
E1: patient city: (B)(6) patient country: united states

Event description:
Reference number (B)(4). Event occurred in the united states on (B)(6)2024, it was reported that the patient was hospitalized overnight stay at emergency room and admitted to intensive care unit due to diabetic ketoacidosis. The patient was in hospital for 2 days and received IV insulin drip. The patient's blood glucose levels when admitting the hospital was 380 mg/dl. The patient also reported that she was sick and had high blood glucose levels and received 2 bolus on her pump. No further information available

Manufacturer narrative:
This MDR is being submitted to correct the submitted manufacturing date under h4. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: the information in this complaint (B)(4) has been evaluated for the malfunction code no malfunction based on complaint information. The batch 6004109 in question was manufactured at the reynosa site. Complaint investigation: the reference samples cannot be tested because there was no specific malfunction to investigate. Device history record (DHR) review: the lot 6004109 was manufactured according to the work instruction (wi) version 15, on 05/nov/2023 in m10, with a total of (B)(4) units. Review of the device history record (DHR) showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified related to the malfunction reported, no maintenance events were recorded. Trending: a query was run in database on 11/aug/2025 against malfunction code no malfunction based on complaint information, harm code untreated diabetic ketoacidosis which the patient is unable to self-manage required intervention by a hcp or required emergency advan life support to prevent permanent organ damage (elev blood glucose lev and symp e.g. Mod to lg ketones, nausea, vomiting, abdominal pain, confusion) and lot 6002450 and 1 complaint have been registered in database for the same lot number, harm code and malfunction code. Conclusion summary of complaint investigation: as a result of the following: no non-conformance (nc) raised during production, no other complaint received on the lot in question, harm code and malfunction code, no further actions are required. This complaint will not require further root cause investigation or a corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.